Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydrajag guidewire was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2010. According to the complaint, during unpacking of the guidewire it was noted that hydrophilic tip of the guidewire was detached from the guidewire. The procedure was completed with another hydrajag and there were no patient complications. The patient's condition had been described as "stable."